Event description:
As reported, it was a 26mm sapien 3 ultra case in a valve-in-valve procedure involving a 25mm non-edwards surgical valve with severe calcification. During the procedure, the sapien 3 ultra valve expanded normally; however, the balloon ruptured at the end of inflation. The valve appeared fully expanded with an acceptable procedural result, and no additional ballooning was required. Retrieval of the delivery system, including the ruptured balloon, through the right femoral access was difficult, and surgical assistance was needed to complete removal. The access vessel was then treated with a stent graft placed via a left-side crossover approach, and the access site was surgically closed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer and h.6 component codes and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon longitudinal and radial burst. Balloon material missing and not returned. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, interaction with pre-existing valve) likely contributed to the event as the provided information indicated that the pre-existing surgical valve was severely calcified. The presence of calcification and/or pre-existing bioprosthesis can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules and/or any rigid characteristics associated with the pre-existing bioprosthesis could compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaints for difficulty or inability to withdraw system through sheath and system components separate during use were confirmed based on the evaluation of the returned device. Available information suggests procedural factors (withdrawal of burst balloon, device manipulation) likely contributed to the event as the balloon burst during deployment. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the observed balloon material separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.